Event description:
The ventilator was returned to a third party service center for evaluation. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the power supply was observed. The device's power supply was replaced to address the issue.